Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver initialized without a manual restart. No additional event or patient information is available. No additional event or patient information is available. The device has been received for investigation. A follow-up will be submitted upon completion of device investigation.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. An external visual inspection was performed and passed. A receiver boot test was performed and failed. The receiver data log could not be downloaded for review due to receiver in perpetual rebooting. The reported event of the receiver initialized without a manual restart was undetermined via product. A probable cause could not be determined.